Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws and it ejected repeatedly. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Did the ejected clip fall into the patient? No. How was it retrieved? N/a. Which firing of the device did this event occur on? -- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? -- cholecyst. Was the clip fully advanced into the jaws prior to firing? -- no. Was there any torquing or twisting of the device present at the time of firing? -- yes. Was any unexpected resistance felt while firing the trigger? -- the information was not provided from the hospital. Were any unexpected noises heard? If so, when? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- no.